Event description:
The customer reported air bubbles during rewind of the insulin pump, but did not want to complete troubleshooting. It was reported that there might also be a keypad anomaly. The customer's blood glucose value was 115 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).